Manufacturer narrative:
Patient information was requested and the customer did not provide.

Event description:
The customer reported that the ventilator alarmed with data acquisition data/ printed circuit board assembly/ analog digital converter (pcba adc) failed. The customer reported the unit was in use on patient, but there was no patient harm reported.